Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose of 40 mg/dl. Bg was treated with food and intravenous fluids. Reportedly, customer was becoming more insulin sensitive, and therefore the healthcare provider (hcp) determined that the basal rate was too high. Hcp adjusted basal rate accordingly. The customer left the emergency room in stable condition (bg 200 mg/dl) a few hours later.